Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap and possibly thin flap. The presence of liquid in the periphery where cut was made was incomplete. During surgical opening of the side cut and while lifting the flap, break in the flap in the peripheral occurred. Excimer laser treatment was completed. Upon follow up, patient did not complain of any particular problems in the area affected. There was a little small irregularity on the cornea but site is waiting for complete re-epithelialization.

Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the event and the following information is a review of the data provided. ¿the probable presence of liquid in the periphery made the cut (side cut and flap base) incomplete and probably thinner. During the surgical opening of the side cut and when lifting of the flap, a break occurred to the flap in the peripheral area (square millimeters). The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).